Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000189, lot/serial #unknown) the manufacturer representative (rep) went to the site to test the imaging system. The image quality was not good because the alignment of the x-ray tube with the detector was not optimal. The rep tried to fix the problem but after restarting the system the misalignment could happen again. The system was tested during a planned maintenance (pm) and found poor image quality due to a black line on the right side of the image. The first hypothesis was a problem with the detector and the collimator, but on closer inspection it was found an error in the alignment of the source with respect to the detector. Occasionally it was found an incorrect positioning of the drive that moves the x-ray tube. It was necessary to check for realignment with the procurement of spare parts for failure analysis. It has been communicated not to use the system for safety. The rep tried to fix the offset x-ray source alignment but it seems that sometimes the source motor stuck and it didn't work properly. The collimator y-leaves alignment. After the alignment of the collimator, the black vertical line was gone from the 2d image and detector and source alignment values were reset to last maintenance settings and verified by several 3d spins to ensure all is working accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an issue with the source detector alignment. This was found during the planned maintenance (pm) visit. The image quality was not good because the alignment of the x-ray tube with the detector was not optimal. The manufacturer representative tried to fix the problem but after restarting the system the misalignment could happen again. Troubleshooting was performed by trying to fix the offset x-ray source alignment but it seemed that sometimes the source motor was stuck and it didn't work properly. The next step was to replace the drive assy. No patient was present at the time of the event.

Manufacturer narrative:
H3: the drive assembly (w1903010307 rev. 1) was returned to the manufacturer for analysis. Analysis found no failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.